Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call indicating that patient insulin pump had keypad anomaly. Customer's blood glucose at time of incident was 121 mg/dl. The customer stated that the act button isn't responding. The customer stated that there is no significant event leading to the keypad issue. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. The customer's mother reported via phone call indicating that patient was hospitalized due to high blood glucose. Customer's blood glucose at time of emergency room visit was 800 mg/dl. The customer was admitted to the hospital. The customer blood glucose was elevated and started vomiting. The customer cause of emergency room visit was hyperglycemia. The customer was provided backup plan of lantis and syringes, and IV solution to bring down blood glucose and an injection.

Manufacturer narrative:
The insulin pump passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. The insulin pump functioned properly. The insulin pump had an intermittent button response noted during testing due to corroded keypad traces. The insulin pump also received with cracked case on display window corners, minor scratched lcd window, broken reservoir tube lip, cracked belt clip slot, and cracked battery tube threads.